Event description:
Customer called to report a burning smell from the stockyard and possibly sparks, but no smoke, from the refrigeration unit of the 3060-tube refrigerated stockyard. Customer stated that no erroneous patient results were generated; therefore, patient treatment was not affected. Customer stated that no one was harmed by or exposed to the instrument burning smell and sparks. The field service engineer (fse) inspected the instrument and found that the relay had failed. The fse replaced the refrigeration unit. The fse could not determine the root cause of the instrument issue, but suspects that it was due to an electrical hardware failure. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues.

Manufacturer narrative:
(B)(4).